Manufacturer narrative:
This report is being filed to update the initial reporter section and the implant date.

Event description:
It was reported that this patient experienced an inappropriate shock in the supine position under IV infusion. No medical, electrical, or home appliance were around. The patient was at the hospital during the inappropriate shock. Noise was not reproduced with provocation testing and no lead issues were seen on x-ray. The device was reprogrammed to secondary sensing vector. A request for technical analysis was needed. Technical services (ts) reviewed the device data and noted that the signal identified was similar to non-physiological signal in sense b circuit, thus reprogramming to secondary vector appeared to be appropriate. In addition, ts noted that the x-ray sent does have continuous conductor at sense b area, however the electrode insertion and close electrode body to the device header was not available. Ts discussed troubleshooting to highlight a possible electrode fracture near to the device header. Ts noted that in the case the health care professional (hcp) was willing to share any other views or noise in secondary starts to be present, ts advised to review if there could be any unexpected kink or bending close to the device header. The field representative noted there was no remote monitoring and the patient was living far from where they were being followed thus the next follow up would take place if another inappropriate shock or beeping was heard from the device. The system remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this patient experienced an inappropriate shock in the supine position under IV infusion. No medical, electrical, or home appliance were around. The patient was at the hospital during the inappropriate shock. Noise was not reproduced with provocation testing and no lead issues were seen on x-ray. The device was reprogrammed to secondary sensing vector. A request for technical analysis was needed. Technical services (ts) reviewed the device data and noted that the signal identified was similar to non-physiological signal in sense b circuit, thus reprogramming to secondary vector appeared to be appropriate. In addition, ts noted that the x-ray sent does have continuous conductor at sense b area, however the electrode insertion and close electrode body to the device header was not available. Ts discussed troubleshooting to highlight a possible electrode fracture near to the device header. Ts noted that in the case the health care professional (hcp) was willing to share any other views or noise in secondary starts to be present, ts advised to review if there could be any unexpected kink or bending close to the device header. The field representative noted there was no remote monitoring and the patient was living far from where they were being followed thus the next follow up would take place if another inappropriate shock or beeping was heard from the device. The system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient experienced an inappropriate shock in the supine position under IV infusion. No medical, electrical, or home appliance were around. The patient was at the hospital during the inappropriate shock. Noise was not reproduced with provocation testing and no lead issues were seen on x-ray. The device was reprogrammed to secondary sensing vector. A request for technical analysis was needed. Technical services (ts) reviewed the device data and noted that the signal identified was similar to non-physiological signal in sense b circuit, thus reprogramming to secondary vector appeared to be appropriate. In addition, ts noted that the x-ray sent does have continuous conductor at sense b area, however the electrode insertion and close electrode body to the device header was not available. Ts discussed troubleshooting to highlight a possible electrode fracture near to the device header. Ts noted that in the case the health care professional (hcp) was willing to share any other views or noise in secondary starts to be present, ts advised to review if there could be any unexpected kink or bending close to the device header. The field representative noted there was no remote monitoring and the patient was living far from where they were being followed thus the next follow up would take place if another inappropriate shock or beeping was heard from the device. The system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that this patient experienced an inappropriate shock in the supine position under IV infusion. No medical, electrical, or home appliance were around. The patient was at the hospital during the inappropriate shock. Noise was not reproduced with provocation testing and no lead issues were seen on x-ray. The device was reprogrammed to secondary sensing vector. A request for technical analysis was needed. Technical services (ts) reviewed the device data and noted that the signal identified was similar to non-physiological signal in sense b circuit, thus reprogramming to secondary vector appeared to be appropriate. In addition, ts noted that the x-ray sent does have continuous conductor at sense b area, however the electrode insertion and close electrode body to the device header was not available. Ts discussed troubleshooting to highlight a possible electrode fracture near to the device header. Ts noted that in the case the health care professional (hcp) was willing to share any other views or noise in secondary starts to be present, ts advised to review if there could be any unexpected kink or bending close to the device header. The field representative noted there was no remote monitoring and the patient was living far from where they were being followed thus the next follow up would take place if another inappropriate shock or beeping was heard from the device. The system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the patient identifier.

Event description:
It was reported that this patient experienced an inappropriate shock in the supine position under IV infusion. No medical, electrical, or home appliance were around. The patient was at the hospital during the inappropriate shock. Noise was not reproduced with provocation testing and no lead issues were seen on x-ray. The device was reprogrammed to secondary sensing vector. A request for technical analysis was needed. Technical services (ts) reviewed the device data and noted that the signal identified was similar to non-physiological signal in sense b circuit, thus reprogramming to secondary vector appeared to be appropriate. In addition, ts noted that the x-ray sent does have continuous conductor at sense b area, however the electrode insertion and close electrode body to the device header was not available. Ts discussed troubleshooting to highlight a possible electrode fracture near to the device header. Ts noted that in the case the health care professional (hcp) was willing to share any other views or noise in secondary starts to be present, ts advised to review if there could be any unexpected kink or bending close to the device header. The field representative noted there was no remote monitoring and the patient was living far from where they were being followed thus the next follow up would take place if another inappropriate shock or beeping was heard from the device. The system remains implanted. No adverse patient effects were reported.